Event description:
Fire dept personnel were treating a pt and reportedly observed the device display a leads off message. The pt cable and electrodes were replaced and the reported malfunction recurred. There were no adverse effects to the pt reported as a result of the reported event.